Manufacturer narrative:
Device is a combination product. A promus element, mr, ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts lifted and bunched distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 05dec2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 3.0mmx30mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. Pre-dilation was performed with a 2x10 balloon catheter resulting to 80% residual stenosis. Following pre-dilation, a 3.00x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.